Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that for the last several months the cycler had not been draining him completely. The patient further reported that he had a manual drain of 4,800ml after completing treatment on (B)(6) 2016. The patient reported that he has not had to do another manual drain since that date. Additional information received from the patient's pd nurse confirmed that no adverse event had occurred and no medical intervention was required and that, during the period of the alleged event, the patient¿s prescribed treatment was for four fills of 2200ml of solution and a last fill of 500ml of solution. The patient reported a large manual drain of 4800ml was 218% over the expected drain volume, which resulted in a reportable device malfunction.

Manufacturer narrative:
Additional information: the actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.